Event description:
In 2007, the pt was treated for an aneurysm in the right iliac artery with the gore excluder aaa endoprosthesis. Three components were implanted. Final angiography showed that the contralateral leg component was deployed outside of the gate and behind the trunk-ipsilateral leg component. All three components were explanted and a hemashield 18mm x 9mm was sewn into the aorta. The pt was reported to be doing well.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.